Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical technician. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
Per follow-up gfe response, the biomedical technician confirmed that the 1208 "oxygen not available" and 1111 "o2 device failed" errors occurred. The biomedical technician started troubleshooting by checking how secure the oxygen (o2) inlet port was, which proved not to be the issue. The biomedical technician then checked the connections of the o2 flow sensor and the pins on the solenoids for the data acquisition (da) printed circuit board assembly (pcba), which proved to be secure. Afterwards, the biomedical technician removed the o2 manifold and checked the o2 solenoid valve; both were secure. The biomedical technician then decided that the cause may be due to the pcbas, so the biomedical technician had a properly functioning v60 that met all the specifications and updates that of the v60 having the issues. To eliminate any other possible parts causing the issue, the biomedical technician troubleshot one part at a time, taking the functional parts from the working v60 and placing them in the v60 presenting issues. The biomedical technician started with the da pcba and found that there were not any changes. The biomedical technician then tried replacing the motor controller (mc) pcba and noticed that one of its pins seemed to be damaged and broken in half; however, when replacing the mc pcba with the functioning v60s mc pcba, the issue was still happening. Additionally, upon investigating the power management (pm) pcba, the biomedical technician discovered that it was the one that was on recall and was not communicating properly with the mc pcba; therefore, both the mc pcba and the pm pcba needed to be replaced. Investigation remains ongoing.

Event description:
Philips received a complaint by the biomedical technician on the v60 indicating that the device was alarming ¿check vent: oxygen device failure, and no oxygen delivery¿. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. While servicing the device for another issue captured in a separate record, the biomedical technician discovered the device was alarming check vent: oxygen device failure, and no oxygen delivery. Investigation is ongoing.